Event description:
The customer reported false elevated alinity I free t4. The customer stated that the repeat testing was performed on both the same analyzer and other alinity analyzers in the laboratory and provided the following sample data: on (B)(6) 2024, sample ID (B)(6) was 29.72, repeat was 17, on (B)(6) 2024, sample ID (B)(6) was 18.17 repeat was 13.57, on (B)(6) 2024, sample ID (B)(6) was 18.7 repeat was 16.46, on (B)(6) 2024, sample ID (B)(6) was 15.29 repeat was 11.58, on (B)(6) 2024, sample ID (B)(6) was 17.89 repeat was 14.39, on (B)(6) 2024, sample ID (B)(6) was 14.64 repeat was 11.48, on (B)(6)2024, sample ID (B)(6) was 15.52 repeat was 12.72, on (B)(6) 2024, sample ID (B)(6) was 21.09 repeat was 14.58, on (B)(6) 2024, sample ID (B)(6) was 15.76 repeat was 12.97, on (B)(6) 2024, sample ID (B)(6) was 15.37 repeat was 11.82, on (B)(6) 2024, sample ID (B)(6) was 15.25 repeat was 12.81. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 56159ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 56159ud00, however, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances, potential nonconformance, or deviations with the complaint lot. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 56159ud00 identified.

Event description:
The customer reported false elevated alinity I free t4. The customer stated that the repeat testing was performed on both the same analyzer and other alinity analyzers in the laboratory and provided the following sample data: on (B)(6) 2024, sample ID (B)(6) was 29.72, repeat was 17. On (B)(6) 2024, sample ID (B)(6) was 18.17 repeat was 13.57. On (B)(6) 2024, sample ID (B)(6) was 18.7 repeat was 16.46. On (B)(6) 2024, sample ID (B)(6) was 15.29 repeat was 11.58. On (B)(6) 2024, sample ID (B)(6) was 17.89 repeat was 14.39. On (B)(6) 2024, sample ID (B)(6) was 14.64 repeat was 11.48. On (B)(6) 2024, sample ID (B)(6) was 15.52 repeat was 12.72. On (B)(6) 2024, sample ID (B)(6) was 21.09 repeat was 14.58. On (B)(6) 2024, sample ID (B)(6) was 15.76 repeat was 12.97. On (B)(6) 2024, sample ID (B)(6) was 15.37 repeat was 11.82. On (B)(6) 2024, sample ID (B)(6) was 15.25 repeat was 12.81. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
A1 - patient identifier: complete list of sample ID's are (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.